Event description:
This case was cross referenced with (B)(4). (Multiple devices suspect for same patient). This unsolicited case from (B)(6) was received on 14- apr-2017 from obstetrician/ gynecologist. This case concerns a (B)(6) female patient who received seprafilm and after 8 days the patient experienced abscess (vaginal stump). The patient had no history of pregnancy (g 0), and did not wish to have a child. On (B)(6) 2016, the patient visited another hospital with menorrhagia and dysmenorrhea as chief complaints. She was indicated to have multiple myomas. On (B)(6) 2016, she made an outpatient visit to the reporting department for the first time, on referral from the previous hospital. Besides a submucosal uterine myoma of 1 cm in size, multiple myomas including 5 cm and 4 cm myomas were observed, which were enlarged to 15 cm overall. It was decided to perform total laparoscopic hysterectomy (tlh) or total abdominal hysterectomy (tah) after gonadotropin releasing hormone (gnrh) therapy. She received the first dose of gnrh. On (B)(6) 2017, she received the second dose of gnrh. On (B)(6) 2017, she received the third dose of gnrh. Tlh was judged as possible. Sepralap, amlodipine besilate (amlodin) and ligasure were also used concomitantly. Concurrent condition before the surgery included hypertension, asthma (with inhalational treatment). Historical condition included uterine myoma (in 1994) and had history of surgery of abdominal uterine myomectomy (laparotomy) (in 1994, at the age of (B)(6), at another hospital). The patient had no diabetes mellitus, allergic predisposition, no history of smoking, anaemia and radiotherapy. The underlying disease (surgery indication) was uterine myoma. Reportedly, the patient's preoperative condition was generally healthy and nutrition status was good . On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, the patient underwent total laparoscopic hysterectomy and bilateral salpingectomy. No hyperthermic therapy was performed during the surgery. It was reported that 4 seprafilm sheets (1/4 x 4 sheets)(route, form: not reported) were placed to reduce the extent and severity of postoperative adhesions. It was reported that seprafilm was applied directly to the anastomosis site (peritoneum) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. This was the first case for the operating surgeon to use seprafilm in the laparoscopic setting. No pre-existing adhesion was observed and adhesiolysis was not performed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (1 l). The vaginal stump was incised. No pre-existing nonpurulent inflammation or infection was observed in the incision site. The incision site was anastomosed with hands (interrupted anastomosis). The inner and outer layers were sutured together with polysorb (absorbable thread). The ligature was an absorbable thread. The operative field was clean-contaminated. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On (B)(6) 2017, cefaclor was used as prophylaxis for postoperative infection till (B)(6) 2017. On (B)(6) 2017, the patient was discharged from the hospital as the postoperative course was favorable. On (B)(6) 2017 (postoperative day [pod] 8),the patient visited the reporting hospital for right lower abdominal pain and pyrexia as chief complaints. Low echoic tumors were noted in the right end (3 cm) and the left end (2 cm) of the vaginal stump, and a diagnosis of stump abscess (moderate) was made. The event was confirmed with CT and ultrasound. The suture site was closed and was difficult to be opened, therefore it was decided to perform conservative treatment with antibiotics, and she was re-hospitalized for the event. On the same day, she started to receive unasyn-s (i.v. Antibiotic) at 4.5 g/day, anaemetro (i.v. Antibiotic) at 1.5 g (also reported as 1000 mg), and disinfection + flagyl (vaginal suppository) insertion. Vaginal discharge culture showed enterococcus. The wbc was 97 x 102 (high [h]), crp was 11.5 mg/dl (h), and neutrophils was 75.3%; aspartate aminotransferase (ast) as 41 u/l (h); alanine aminotransferase (alt) as 64 u/l (h); lymphocytes as 12.1 % (l); ggt (gamma-glutamyltransferase) as 80 u/l(h). On (B)(6) 2017 (pod 11), wbc and crp showed tendency to increase, but culture study showed susceptibility to unasyn, and the dose of unasyn-s was increased to 12 g/day on the day. Subsequently, the wbc and crp did not show tendency to decrease. On (B)(6) 2017 (pod 14), unasyn-s was ended and switched to imipenem/cilastatin (i.v. Antibiotic) at 1 g/day. Subsequently, the wbc and crp tended to decrease gradually. On (B)(6) 2017, the c-reactive protein was 0.7 mg/dl and wbc was 78x102. On (B)(6) 2017 (pod 28), the wbc and crp turned below the normal limit, the abscess in the left end disappeared, the abscess in the right end reduced to 2 cm, and the tenderness finding also disappeared. Therefore, it was decided to manage the patient on an outpatient basis with oral antibiotics, and she was discharged from the hospital on the day. The treatment with imipenem/cilastatin was ended on the day. On (B)(6)2017, the event resolved. The patient did not undergo re-laparotomy for the event. It was informed that the reporter had experience to use seprafilm but this was first time to use sepralap. Mr etc was not present during surgery. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot released procedure provides assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Outcome: recovered/ resolved abscess (vaginal stump) reporting obstetrician/ gynecologist's seriousness assessment: serious (hospitalization\ prolongation of hospitalization) reporting obstetrician/ gynecologist's causality assessment: probable reporting obstetrician/ gynecologist's comment: alternative etiology for the event was unknown. Reporting obstetrician/gynecologist's comment: the causal relationship between the adverse event and seprafilm could not be ruled out. Additional information was received on 15-may-2017. The medical history, weight, height and concomitant drugs were added. Lower abdominal pain and pyrexia were added as associated symptoms. The outcome and the treatment were updated. The hospitalization dates were updated. Relevant laboratory details were added. The reporter's comment was added. Clinical course updated and the text was amended accordingly. Additional information was received on 19-may-2017. Global ptc number and ptc results were added. Upon internal review, the lab value of alanine aminotransferase (alt) was updated from 11.5 u/l to 64 u/l (h). Clinical course was updated. Text was amended accordingly.

Event description:
This case was cross referenced with (B)(4) (multiple devices suspect for same patient). This unsolicited case from (B)(6) was received on 14- apr-2017 from obstetrician/ gynecologist. This case concerns a (B)(6) female patient who received seprafilm and after 8 days the patient experienced abscess (vaginal stump). The patient had no history of pregnancy (g 0), and did not wish to have a child. On (B)(6) 2016, the patient visited another hospital with menorrhagia and dysmenorrhea as chief complaints. She was indicated to have multiple myomas. On (B)(6) 2016, she made an outpatient visit to the reporting department for the first time, on referral from the previous hospital. Besides a submucosal uterine myoma of 1 cm in size, multiple myomas including 5 cm and 4 cm myomas were observed, which were enlarged to 15 cm overall. It was decided to perform total laparoscopic hysterectomy (tlh) or total abdominal hysterectomy (tah) after gonadotropin releasing hormone (gnrh) therapy. She received the first dose of gnrh. On (B)(6) 2017, she received the second dose of gnrh. On (B)(6) 2017, she received the third dose of gnrh. Tlh was judged as possible. Sepralap, amlodipine besilate (amlodin) and ligasure were also used concomitantly. Concurrent condition before the surgery included hypertension, asthma (with inhalational treatment). Historical condition included uterine myoma (in 1994) and had history of surgery of abdominal uterine myomectomy (laparotomy) (in 1994, at the age of (B)(6), at another hospital). The patient had no diabetes mellitus, allergic predisposition, no history of smoking, anaemia and radiotherapy. The underlying disease (surgery indication) was uterine myoma. Reportedly, the patient's preoperative condition was generally healthy and nutrition status was good . On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, the patient underwent total laparoscopic hysterectomy and bilateral salpingectomy. No hyperthermic therapy was performed during the surgery. It was reported that 4 seprafilm sheets (1/4 x 4 sheets)(route, form: not reported) were placed to reduce the extent and severity of postoperative adhesions. It was reported that seprafilm was applied directly to the anastomosis site (peritoneum) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. This was the first case for the operating surgeon to use seprafilm in the laparoscopic setting. No pre-existing adhesion was observed and adhesiolysis was not performed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (1 l). The vaginal stump was incised. No pre-existing nonpurulent inflammation or infection was observed in the incision site. The incision site was anastomosed with hands (interrupted anastomosis). The inner and outer layers were sutured together with polysorb (absorbable thread). The ligature was an absorbable thread. The operative field was clean-contaminated. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On (B)(6) 2017, cefaclor was used as prophylaxis for postoperative infection till (B)(6) 2017. On (B)(6) 2017, the patient was discharged from the hospital as the postoperative course was favorable. On (B)(6) 2017 (postoperative day [pod] 8), the patient visited the reporting hospital for right lower abdominal pain and pyrexia as chief complaints. Low echoic tumors were noted in the right end (3 cm) and the left end (2 cm) of the vaginal stump, and a diagnosis of stump abscess (moderate) was made. The event was confirmed with CT and ultrasound. The suture site was closed and was difficult to be opened, therefore it was decided to perform conservative treatment with antibiotics, and she was re-hospitalized for the event. On the same day, she started to receive unasyn-s (i.v. Antibiotic) at 4.5 g/day, anaemetro (i.v. Antibiotic) at 1.5 g (also reported as 1000 mg), and disinfection + flagyl (vaginal suppository) insertion. Vaginal discharge culture showed enterococcus. The wbc was 97 x 102 (high [h]), crp was 11.5 mg/dl (h), and neutrophils was 75.3%; aspartate aminotransferase (ast) as 41 u/l (h); alanine aminotransferase (alt) as 11.5 u/l (h); lymphocytes as 12.1 % (l); ggt (gamma-glutamyltransferase) as 80 u/l(h). On (B)(6) 2017 (pod 11), wbc and crp showed tendency to increase, but culture study showed susceptibility to unasyn, and the dose of unasyn-s was increased to 12 g/day on the day. Subsequently, the wbc and crp did not show tendency to decrease. On (B)(6) 2017 (pod 14), unasyn-s was ended and switched to imipenem/cilastatin (i.v. Antibiotic) at 1 g/day. Subsequently, the wbc and crp tended to decrease gradually. On (b)(64 2017, the c-reactive protein was 0.7 mg/dl and wbc was 78x102. On (B)(6) 2017 (pod 28), the wbc and crp turned below the normal limit, the abscess in the left end disappeared, the abscess in the right end reduced to 2 cm, and the tenderness finding also disappeared. Therefore, it was decided to manage the patient on an outpatient basis with oral antibiotics, and she was discharged from the hospital on the day. The treatment with imipenem/cilastatin was ended on the day. On (B)(6) 2017, the event resolved. The patient did not undergo re-laparotomy for the event. It was informed that the reporter had experience to use seprafilm but this was first time to use sepralap. Mr etc was not present during surgery. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Outcome: recovered/ resolved. Abscess (vaginal stump) reporting obstetrician/ gynecologist's seriousness assessment: serious (hospitalization\ prolongation of hospitalization). Reporting obstetrician/ gynecologist's causality assessment: probable. Reporting obstetrician/ gynecologist's comment: alternative etiology for the event was unknown. Reporting obstetrician/gynecologist's comment: the causal relationship between the adverse event and seprafilm could not be ruled out. Additional information was received on 15-may-2017. The medical history, weight, height and concomitant drugs were added. Lower abdominal pain and pyrexia were added as associated symptoms. The outcome and the treatment were updated. The hospitalization dates were updated. Relevant laboratory details were added. The reporter's comment was added. Clinical course updated and the text was amended accordingly.

Event description:
This case was cross referenced with (B)(4) (same patient). This unsolicited case from (B)(6) was received on 14-apr-2017 from obstetrician/ gynecologist. This case concerns a (B)(6) female patient who received seprafilm and after 8 days the patient experienced abscess (vaginal stump). Sepralap and ligasure were also used concomitantly. Concurrent condition included uterine myoma. Patient had no other concurrent condition before the surgery. No past drugs were reported on (B)(6) 2017, the patient underwent total laparoscopic hysterectomy and bilateral salpingectomy. It was reported that 4 seprafilm sheets (route, form: not reported) were placed to absent part of peritoneum around vagina stump with use of sepralap to reduce the extent and severity of postoperative adhesions. Ligasure was also used. On (B)(6) 2017, the patient developed abscess (vaginal stump) (moderate) (some part of the lesion was different from the site of seprafilm placement) (latency: 8 days). On (B)(6) 2017, the event was resolving. The reporter had experience to use seprafilm but this was first time to use sepralap. Mr etc was not present during surgery. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Outcome: recovering. Abscess (vaginal stump). Reporting obstetrician/ gynecologist's seriousness assessment: serious (hospitalization\ prolongation of hospitalization). Reporting obstetrician/ gynecologist's causality assessment: probable. Reporting obstetrician/ gynecologist's comment: alternative etiology for the event was unknown.